Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that drill bit ø2/1.15 cann l150/48 3flute f/ (310.221) had broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/ would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review :part # 310.221; lot # f-26083; manufacturing site: werk villmergen logistik. Release to warehouse date: 24.jan.2019. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that the surgery was completed successfully without any surgical delay since it is solved with another piece of hand sent to the institution. The specialist was satisfied with the surgery planned for that patient. The fragments were retrieved, there is nothing left in the patient's bone, no additional intervention is performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. The hand piece lacked strength; when it touched the bone, it decreased strength. It was being used to pass a kirschner nail and to cut the bone with the saw blade. A compact drive was used instead. The drill bit was passed through the kirschner's nail and when the drill bit was removed, a bit of the bit was missing. The fragments that were in the bone were removed. Specialist reports that the patient's life is not put at risk. This report is for a 2.0mm cannulated drill bit/qc 150mm.